Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pump fell out of the ventricle and would not recross while attempting to reposition. A new impella was used without any harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the positioning issues was determined to be use related as the pump was accidentally pulled out of the ventricle. This report is being filed as part of a retrospective review of historical records.